Manufacturer narrative:
Due to indication of device breaking during surgery, occurrence was determined to be reportable to the FDA.

Event description:
Microaire received a report stating that the ultratine forehead 3.0 was foggy in color and, when implanting the device, it broke. The device was replaced during the same surgery using a back up device they had in the operation room. According to the distributor, there was no patient injury. The device is not being returned for evaluation; however, we suspect the device broke either during loading or insertion.